Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed shock impedance measurements in the 130 ohm range. Of note, the lead is a single coil lead. The system remains in service. There were no adverse patient effects reported.